Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the lead was returned in segments, analyzed and no anomalies were found. It was noted that the outer insulation was torn, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression and there was apparent explant damage.

Event description:
It was reported that the right ventricular lead had high threshold and high impedance. A fracture was suspected. Several polarity switches were also noted as a result of the lead symptoms. The lead was explanted and replaced. No patient complications have been reported.